Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 371 mg/dl and a bolus via the pump was delivered. Due to the high bg, the customer became disorientated and dropped a heavy weight on her foot. The toe was not broken; however, the toenail fell off. The customer did not know the cause of the high bg. As the event had occurred during the night, tandem technical support advised the customer to discuss the event with a healthcare provider.